Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade ii/iii.

Event description:
Healthcare professional reported "rupture", "slight asymmetry", "pain", "discomfort" and capsular contracture baker grade ll/lll. Later healthcare professional reported "calcification". This record is for left side. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b3, b5, b6, g2, h6.

Event description:
Healthcare professional reported "rupture", "slight asymmetry", "pain", "discomfort" and capsular contracture baker grade ll/lll. Later healthcare professional reported "calcification". Later healthcare professional reported "tense breast" and "slight asymmetry". This record is for left side. The device remains implanted.